Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that the ophthalmologist said that the problem was the brain adapting to the company model lens. Additional information received that right eye has problem from day one. The long distance vision for both eyes was exceptional but vision was blurry when driving.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The eye shows a range of correction, from 1.0 to .5 cylinder. The ophthalmologist suggested to use glasses which made 4 times refractions does not correct patients vision in fact made it worse. The distance vision was not good and felt difficulty to read street signs or captions on tv and not comfortable driving due to the poor vision. The lens required repositioning. The surgeon said that poor vision was due to age and other ophthalmologist disagree and said the incorrect lens was implanted as the patient had history of vision sensitivity. According to ophthalmologist a standard distance toric lens should be implanted rather than an extended focus lens. The patient was advised changing the lens. The patient was hydrating eyes with drops 4x per day. The vison was solid 20/10 in both eyes and was corrected to 20/25. Additional information received that yag was performed in right eye. There are two medical device reports associated with this file. This report is associated with the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).